Event description:
It was reported "the screen went completely blank and therapy stopped. When the screen turned back on, the caller stated she could hear the iab inflating and deflating, but iab volume was reading 0cc's.ECG, ap and bpw froze halfway across the screen, but the iab continued to inflate and deflate. They exchanged the iab console. The second console had no issues". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the screen went completely blank and therapy stopped. When the screen turned back on, the caller stated she could hear the iab inflating and deflating, but iab volume was reading 0cc's.ECG, ap and bpw froze halfway across the screen, but the iab continued to inflate and deflate. They exchanged the iab console. The second console had no issues". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "therapy would momentarily stop and restart" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.